Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the extension set leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9226 because a valid lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: it was reported by the customer that the extension set was leaking.